Manufacturer narrative:
On 9/26/19, the healthcare professional reported left-sided capsular contracture and the patient is possibly experiencing breast implant illness. The relevant field has been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation with two 225cc mentor smooth round moderate profile saline implants and experienced postoperative left-sided deflation and right-sided grade IV capsular contracture. The diagnosis was confirmed by a physician. As a result, the patient underwent removal without replacement on (B)(6) 2019. This report is for the left prosthesis.